Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2016 patient had pre-op diagnosis as: requiring reinforcement using a plate. For which, patient underwent occipital cervical fusion at levels o-t1. Post-op, on (B)(6) 2016, it was found that occipital bone screw was loosened. The product came in contact with the patient. The patient underwent revision surgery due to loosening of occipital bone screw and reinforcement. The bone screw was explanted at the time of revision. The bigger screw was used in revision surgery. According to the healthcare professional opinion, bone quality and the alignment were problems.